Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd sedi-40¿ barcode reader gave an error message. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that a mixing fault (loose belt sprocket on mixing tube holder) was causing the llo flag and the instrument was subsequently repaired. Upon completion of the service, the instrument was verified to be operating within the correct parameters. The batch number was not found in our database, no DHR could be performed. Based on evaluation of the customer's instrument, the llo flag was due to a mixing fault and the instrument was repaired. The root cause was attributed to loose belt sprocket on the mixing tube holder. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd sedi-40¿ barcode reader gave an error message. There was no report of exposure, injury, or medical intervention.